Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on 07-jul-2024. The blood glucose level was high. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.